Event description:
The pt underwent a tka. The supracondylar of pt was fractured. The surgeon used to t2 supracondylar nail for the surgery. When the surgeon drilled to the second screw hole of the distal screw hole of the nail, the drill contacted the femoral component of the tka and the drill broke. The surgeon removed the tip of broken drill. The surgery was completed without further problem.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.